Manufacturer narrative:
Consumer called stating they experienced bonding coming off of their tooth. Date of event is approximate. Device manufacturing date not available due to the toothbrush handle not being returned.

Event description:
Consumer called stating that bonding came off of their tooth after using the diamondclean power toothbrush.